Event description:
It was reported that the device was overheating. Attempts are being made to obtain additional details.

Event description:
It was reported that the device was overheating. Multiple attempts were made to obtain additional information. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.